Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of cloudy effluent in a patient coincident with extraneal viaflex and nutrineal pd4, unknown therapies for automated peritoneal dialysis (apd).this is one of multiple reports by same reporter. On (B)(6) 2011, the patient experienced cloudy effluent which did not require hospitalization. It was not reported whether remedial therapy was rendered. On (B)(6) 2011, the nurse reported that peritoneal effluent was "seen to be clear". On (B)(6) 2011, extraneal viaflex and nutrineal pd4 unknown therapies were withdrawn. At the time of this report, the event of cloudy effluent had resolved. The nurse did not provide an assessment of causality for the event of cloudy effluent.